Event description:
It was reported that the patient presented in clinic for a follow-up after non-sustained right ventricular over-sensing alerts were seen on a remote transmission. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing episodes. Programming changes were made. There were no patient consequences.